Event description:
Report received of a tubing set that leaked air and fluid. It was reported that an adult pt was having a thoracentesis procedure. The tubing was connected to the pt, and immediately it was noted that there was fluid and air leaking from the site where the tubing connects to the vacutainer needle. Upon further investigation, it was noted that the tubing connection appeared "as if there was insufficient glue". The tubing set was changed and the procedure resumed with no further problems. There were no reported adverse pt effects. Add'l info was requested, but no further info was provided.